Manufacturer narrative:
An attempt to reproduce the reported event using cp app with 3.1.0 installed on samsung s10 e, (v.12) with mmt-1886a pump (software version 6.7w) was conducted and confirmed the issue is not reproduced. The software met the specified requirements and performed as expected according to the software requirements document (srs doc: (B)(4). (B)(4).: when the cp app user is connected to a patient account that is unsupported by the cp app, the cp app sw will display the unsupported patient device screen as the default home screen. (B)(4). The cp app sw will display the patient status and sg graph screen as the default selected patient related screen within the patient home screen, agile doc: (B)(4). After conducting a thorough investigation, we have found that the cp app receiving data from mmt-1886a pump which is not supported device, due to which the carepartner app is showing an unsupported device screen. The esf number that corresponds to the reported issue is: (B)(4). Currently, there is no workaround available to address the issue. We have informed the helpline team about the situation and are actively working on finding a solution/workaround. The problem will be resolved in the upcoming cp3.2 application. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a carelink connect issue. The sensor glucose value was not displayed from the customer and received an app unavailable message. Troubleshooting was partially performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the app. The product will not be returned for analysis.